Manufacturer narrative:
Manufactures investigation conclusion: the report of low speed and pump stoppage events was confirmed based on the information recorded in log file provided by the customer. The data log file contained events recorded from on (B)(6) 2020 where multiple speed reductions below the low speed limit (including 0 rpm) were recorded. The associated voltage levels indicated that the system was powered by a power module during the events. Although a specific root cause for the events captured in the log file was not able to be conclusively determined, based on experience with the hmii lvas and similar reported events, the pump stoppages that occurred while the patient was supported by the power module could be indicative of a driveline damage. The system controller serial number: (B)(6) was not returned for evaluation and no additional information regarding the controller was provided. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method/conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that alarms on (B)(6) 2020 required a controller exchange. No additional information provided.